Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that a bronchovideoscope had an image problem. The reported issue was found during reprocessing of the device. The intended procedure was a bronchial examination. The facility finished the procedure with the same device. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Updated d10, h3, h6 and h10. The e1 "telephone number" was corrected as it was available at the time of the initial report. The g2 field was corrected as "health professional" and "company representative" were inadvertently selected. Other was missed. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, no device problem was found. Therefore, a definitive root cause could not be established. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: " inspection of the endoscopic image." In addition, the following non-reportable malfunctions were found during the device evaluation: the switch box and switch 1 had discoloration. The switches could not function. Also, the insertion section was worn with scratches. Olympus will continue to monitor field performance for this device.